Event description:
It was reported that the heparin infusion was ordered with a bolus dose however the bag infused faster than expected. It was later reported by the clinical pharmacists that the event was due to a combination of nurse error and pharmacist error. The pharmacist brought the wrong concentration and the nurse programmed the pump to administer the medication as if it was the correct concentration. Additionally, guardrails were still exceeded. There was no patient harm reported however the patient required a head CT w/o contrast; pt/inr, ptt was drawn for precautionary measures. The user stated that the patient was already designated for transport to a higher care facility and this was not hindered by the overdosed medication or the extra diagnostics performed. The customer also stated that ¿nothing was the fault of the pumps themselves, just user error.¿

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Model; lot or serial number not provided.

Event description:
It was reported that the heparin infusion was ordered with a bolus dose however the bag infused faster than expected. The customer stated ; "I don't believe it is a device error. It was a nursing error that I want to assess what the nurse did. A heparin infusion was ordered with a bolus dose. The bag that was hung ran out of fluid long before it should have. The suspicion is that the nurse programmed two bolus doses and then the infusion dose. I do not know which device." Although requested there was no additional event details or impact to the patient.